Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The deployment issue was unable to be confirmed. The stent implant was returned fully deployed. The thumb slide was cycled back and forth with no issues and operates properly. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed and analysis of the returned device, the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left superficial femoralartery (sfa). Pre-dilatation was performed and the supera stent delivery system was advanced. Stent deployment began; however, after approximately 1/3 of the stent was deployed, the stent would not advance further. The thumb slide was able to advance, but the stent would not engage. Troubleshooting was performed to deploy the stent; however, the stent could not be deployed further. The stent delivery system, with the stent, was removed from the patient anatomy, without resistance. There was no adverse patient effect. Two absolute pro stents were deployed without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.